Event description:
Same case as: 2134265-2009-06549. It was reported that during a coronary drug eluting stenting treatment procedure, the stent moved on the balloon. The >90% stenosed de novo target lesion was located in the highly calcified and severely tortuous obtuse marginal (om) branch. The lesion was long and diffuse (>20mm in length) and the reference vessel diameter was 2.25mm. The physician attempted to cross the lesion with several unspecified balloons for pre-dilatation, but was only successful with a non-bsc balloon. After pre-dilatation, the physician attempted to advance a taxus liberte atom 2.25x20mm stent to the lesion site, but could not cross the lesion. When the physician withdrew the stent delivery system, the stent slid on the balloon, but did not come all the way off. It was removed from the patient. Next, the physician attempted to advance a taxus liberte atom 2.25x8mm stent, but it would not cross the lesion site. The stent delivery system was pulled back towards the guide catheter and the stent dislodged from the balloon into the patient. After several cines, the stent could not be located. The physician also tried to use a snare to retrieve the stent, but was unsuccessful. The stent remains free floating in the pt and the location is not known. No plans have been made for additional intervention to retrieve the stent as of the time of this report. The procedure was not completed due to this event. The pt status is reported as "ok".

Manufacturer narrative:
(B)(4).